Event description:
(B)(6) clinical study - subject ID (B)(6). It was reported that on (B)(6) 2022, the patient developed pericarditic pain and characteristic electrocardiogram (ECG) changes post ablation with a intellanav stablepoint ablation catheter. The patients' medication was changed to colchicine, and in addition to the ECG, the patient received an angiography. The issue was resolved (B)(6) 2022 no further patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study - subject ID (B)(6). It was reported that on (B)(6) 2022, the patient developed pericarditic pain and characteristic electrocardiogram (ECG) changes post ablation with a intellanav stablepoint ablation catheter. The patient's medication was changed to colchicine and ibuprofen. In addition to the ECG, the patient received an angiography. The issue was resolved (B)(6) 2022. No further patient complications were reported. The device was discarded.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: suspect medical device d4 from unknown serial number to (B)(6).